Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Several attempts were made to reach the customer to garner additional information without reply. Video socket damage was confirmed; however, the e315 error message was not reproduced upon evaluation of the customer's returned asset. It was likely that unstable signals due to video socket damage caused the scope detection between the scope and the processor to disable the scope detection resulting in an e315 error message. The instructions for use (IFU) provides the following guidelines: "do not apply excessive force to the light source and/or other instruments connected as damage and/or malfunction can occur."

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer¿s report of e315 error message was not observed during device evaluation as the scope socket was worn causing poor connection with scopes and camera head needed to be replaced. Additionally, the connector bracket was bent and unable to lock. There was cosmetic wear on the housing and a software upgrade was recommended. Several request for additional information have been sent to the customer without reply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, during preparation for an unknown diagnostic procedure, the evis exera iii video system center displayed an e315 error message. There was no patient/user injury or harm reported to olympus.